Manufacturer narrative:
A ge service rep performed an on site investigation. Checked image resolution, camera tracking and dos output. All functioned within specification. The reported problem could not be duplicated. The system was tested and found to be working as intended . System returned to service.

Event description:
It was reported that the image on the 7700 system is too dark. There was no report of patient injury.